Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was reported that the customer experienced an elevated blood glucose (bg) level of 554 mg/dl. Cause was not known. The customer administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.